Event description:
Received information regarding a cartridge alarm 5 during the load process. Customer had not tested blood glucose level. The customer declined to load a new cartridge and reverted to the backup pump.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.